Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6003429 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6003429 was manufactured according to the wi version 15 manufactured in the machine 10, on 04/oct/2023, with a total of (B)(4) units. Tubing: the lot 3j02873 was glued according to the wi version 10, machine lc02, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 10/mar/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) and lot 6003429 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing kinked event on (B)(6) 2024. Blood glucose level was high at the time of the event. Therefore, patient took bolus for the treatement. No further information was available.